Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, there was difficulty inserting catheters through the 3 ports in the sheath. In order to complete the procedure two additional access punctures were performed and the trio introducer was replaced with three single access short sheaths. There were no adverse patient consequences.